Event description:
Mother reported the patient was hospitalized due to ketones and hyperglycemia ("hi" mmol/l). Patient was delirious and almost unconscious, and her blood glucose had increased from 15-30 mmol/l (270- 540 mg/dl) in an hour. She was discharged on (B)(6) 2013 and restarted the infusion device. The hospital thought the insulin in use was out- of-date or "off." Mother noticed there was insulin in the cartridge compartment but the piston rod continued to function. She did not want to clean it as she was unsure how to reinsert the cartridge and had no additional insulin. She reported her husband would do it later. The adapter had been in use for 6 months, and she was advised on product specifications. Patient's blood glucose has been above 20 mmol/l (360 mg/dl) since she restarted the infusion device. Her pediatrician reported all insulin deliveries were made according to the history. Pediatrician believes the insulin delivery is inaccurate and reported if the deliveries were successful she would not have such high blood glucose. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump.